Event description:
It was reported that during surgery, the device failed to secure the meniscus, a back-up device was available to complete the procedure successfully without patient injury.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment of the device shows both ts and suture remain on the delivery needle. The depth limiter has been trimmed to the surgeons desired length. The device was functionally tested for deployment using a rubber meniscus model, each t deployed as intended. This investigation could not identify any evidence of product contribution to the reported complaint.